Manufacturer narrative:
The technician investigated and inspected the bed and found no issue. The nurse alleged that the pt was in the room alone and the nurse outside the room when she heard the pt hit the floor. The nurse stated that the pt had been trying to get out of the bed. The nurse stated that they had just put the bed in the room and it did not have a bed check on it. The account uses an (B)(4) bed exit system on the bed and not the bed's bed exit system. The nurse stated they did not have their (B)(4) bed exit system set up on his bed.

Event description:
The account alleged that a pt rolled over the siderail and fell out of the bed. No injury reported.